Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer's blood glucose level was 124 mg/dl however during the initial occurrence of the alarm there was no reported impact. Reportedly, the customer was able to clear the alarms and resume insulin delivery.